Event description:
Pinnacle flx study. It was reported a peri device leak occurred. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman flx laa closure device was successfully implanted with complete laa seal and deployed device diameter of 24mm. Prior to the index procedure, 81 mg aspirin and 20 mg of rivaroxaban were administered. The next day the patient was discharged on aspirin and rivaroxaban. On (B)(6) 2019, the patient arrived to the electrophysiology lab in atypical atrial flutter. The patient underwent pulmonary vein isolation ablation (pvai). Subsequently the patient underwent left atrial angiogram on the same day, which revealed a leak around watchman flx laa closure device. Embolization coils were deployed to the area behind the leak until no further flow was noted on ultrasound. The event was considered resolved that day. It was further reported the peri device leak was 6mm. It was further reported the pvai was successful. There was dissociated firing noted in the left superior pulmonary vein. The atrial flutter terminated with ablation in the right superior pulmonary vein. A successful re-isolation of the posterior wall of the left atrium utilizing roof and inferio-posterior lines was also performed. A total of 10 minutes of radiofrequency energy lesions were delivered in response to treat the atrial fibrillation. The patient tolerated the pvai and left angiogram well. It was further noted that the tee post implant and at 45-day follow up ((B)(6) 2018) did not reveal leak around the device.

Event description:
Pinnacle flx study. It was reported a peri device leak occurred. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman flx laa closure device was successfully implanted with complete laa seal and deployed device diameter of 24mm. Prior to the index procedure, 81 mg aspirin and 20 mg of rivaroxaban were administered. The next day the patient was discharged on aspirin and rivaroxaban. On (B)(6) 2019, the patient arrived to the electrophysiology lab in atypical atrial flutter. The patient underwent pulmonary vein isolation ablation (pvai). Subsequently the patient underwent left atrial angiogram on the same day, which revealed a leak around watchman flx laa closure device. Embolization coils were deployed to the area behind the leak until no further flow was noted on ultrasound. The event was considered resolved that day. It was further reported the peri device leak was 6mm.

Event description:
(B)(6) study. It was reported a peri device leak occurred. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman flx laa closure device was successfully implanted with complete laa seal and deployed device diameter of 24mm. Prior to the index procedure, 81 mg aspirin and 20 mg of rivaroxaban were administered. The next day the patient was discharged on aspirin and rivaroxaban. On (B)(6) 2019, the patient arrived to the electrophysiology lab in atypical atrial flutter. The patient underwent pulmonary vein isolation ablation (pvai). Subsequently the patient underwent left atrial angiogram on the same day, which revealed a leak around watchman flx laa closure device. Embolization coils were deployed to the area behind the leak until no further flow was noted on ultrasound. The event was considered resolved that day.